Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in shutdown during a case resulting in loss of mechanical ventilation. The unit was restarted, checked out, and case resumed. There was no patient injury.